Event description:
The customer reported to olympus, that the visera elite video system center had no video coming out and only the ddi works. In additional, both sdi ports were not putting out video. The event occurred during preparation for use, prior to an unspecified procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation results stated that the sdi ports were not putting out video due to faulty contract manufacturer board. In addition, the following defects were found: video connector in fair condition, and deformed/corroded top and bottom chassis. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.